Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a motor rate error in the event history log (ehl). An occlusion was performed. The motor rate error was unable to be reproduced during functional testing. Unable to determine the intermittent of the error: motor assembly been replaced by customer. The stepper motor, worm coupling, leadscrew and clutch halves was replaced to address the reported product problem.

Event description:
Oracle ro: (B)(4) motor rate error.